Event description:
It was reported that the patient experienced diaphragmatic nerve stimulation from their right ventricular (rv) lead. It was determined the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.